Manufacturer narrative:
(B)(4). Visual inspection revealed that the steroid plug was displaced inside the helix. Due to the inherent limitations of returns analysis, it was not possible to determine if this steroid plug displacement occurred prior to implant, during implant/explant.

Event description:
It was reported that the capture threshold and pacing impedance had increased. Via x-ray lead dislodgement was confirmed. The lead was replaced and patient was in good condition before, during and after procedure.